Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The large hem- o- lok clip applier instrument was found to have broken grip input disk. Input disk 7 was found completely detached from the base of the housing and 6 was found broken.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem- o- lok clip applier instrument was not clipping to tissue and the clips fell to the side. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.